Manufacturer narrative:
Unable to perform self-test due to unresponsive keypad. P-cap was attached and locked into place correctly. The keypad was not responsive during testing. Unable to download history files and traces due to unresponsive keypad. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay. Keypad unresponsive is confirmed due to moisture damage on the keypad assembly the keypad was not responsive during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the keypad was not responding. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1880 and the device was returned. The customer will discontinue using the device.